Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 872 mg/dl. The customer had symptoms such as nausea and sickness. The customer stated that she tried to sleep and woke up vomiting and was not able to stand up. The customer was hospitalized for diabetic ketoacidosis. The customer was advised to follow up with health care provider.